Manufacturer narrative:
This report is submitted on november 13, 2019.

Event description:
Per the surgeon, the abutment was changed for an unknown reason on an unknown date. The implant remains in-situ.